Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep performed calibration of the collimator iris and tightened the collimator connector pins. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys intermittently would display a collimator iris error message upon boot up. No pt injury was reported.